Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: 1. Shipping and storage conditions such as change in temperature and light exposure, could affect the material and induce discoloration. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the device had a corrosion stains, it was noticed when the packaging was opened. Procedure was completed with the same device. No delay and no patient injuries were reported.